Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (batch no. C18709,b09698) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included gerd, gallbladder removal, carpal tunnel syndrome, anemia, carpal tunnel syndrome, obesity, acid reflux (oesophageal) and menses irregular. Concurrent conditions included epigastric pain, wrist pain, swelling nos, muscle spasms, gastroesophageal reflux disease, cholecystitis and cholelithiasis. Family history included colon cancer. Concomitant products included naproxen, nsaids, paracetamol (acetaminophen) and vitamin d nos (vitamin d). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). The patient was treated with ferrous sulfate, ranitidine, ranitidine hydrochloride (zantac) and surgery (hysterectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, depression, anxiety, migraine, headache, nausea, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, headache, heavy menstrual bleeding, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the essure coil was guided into the left tubal ostia and deployed in the usual fashion with 6 coils noted projecting into the cavity. A second essure coil was guided into the right tubal ostia and deployed in the usual fashion with 4 coils noted projecting into the cavity. Both coils went in easily without resistance. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Ultrasound scan - on (B)(6) 2018: findings: the examination is limited due to excessive bowel gas impression: there is cholelithiasis but no sonographic evidence of cholecystitis. The abdominal aorta is inadequately seen. The pancreas is partially obscured. There is fatty infiltration of liver.. Lot number: b09698 manufacture date: 2013-03 expiration date: 2016-03. Lot number: c18709 manufacture date: 2014-01 expiration date: 2017-01. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 16-jul-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (batch no. C18709, b09698) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included gerd, gallbladder removal, carpal tunnel syndrome, anemia, carpal tunnel syndrome, obesity, acid reflux (oesophageal) and menses irregular. Concurrent conditions included epigastric pain, wrist pain, swelling nos, muscle spasms, gastroesophageal reflux disease, cholecystitis and cholelithiasis. Family history included colon cancer. Concomitant products included naproxen, nsaids, paracetamol (acetaminophen) and vitamin d nos (vitamin d). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). The patient was treated with ferrous sulfate, ranitidine, ranitidine hydrochloride (zantac) and surgery (hysterectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, depression, anxiety, migraine, headache, nausea, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, headache, heavy menstrual bleeding, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the essure coil was guided into the left tubal ostia and deployed in the usual fashion with 6 coils noted projecting into the cavity. A second essure coil was guided into the right tubal ostia and deployed in the usual fashion with 4 coils noted projecting into the cavity. Both coils went in easily without resistance. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan - on (B)(6) 2018: findings: the examination is limited due to excessive bowel gas. Impression: there is cholelithiasis but no sonographic evidence of cholecystitis. The abdominal aorta is inadequately seen. The pancreas is partially obscured. There is fatty infiltration of liver. Lot number: b09698, manufacture date: 2013-03, expiration date: 2016-03, lot number: c18709, manufacture date: 2014-01, expiration date: 2017-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2021: mr received : case category updated to serious incident, reporter, essure removal date added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.